Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the rca was predilated and ivus was performed. The 3.5 x 18 mm promus stent was deployed and a dissection occurred. The dissection was treated with additional stents. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Dissection, as listed in the promus IFU, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics and procedural technique. It should be noted that the IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (placement of additional stents, or other)." However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.